Event description:
It was report that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended increasing the upper limit out of range alert and continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.